Event description:
Event description guidant received information that this patient with an implantable cardioverter defibrillator (ICD) came to the hospital after receiving several shocks. Telemetry with the device could not be established. During the replacement procedure, an inspection of the lead found insulation abrasion between the is1 terminal and the yoke. The lead was also explanted and replaced. No adverse patient effects were reported.